Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed by technical support that this issue did not adversely impact the customer's blood glucose level. Despite following the instructions to remove the cartridge from the pump and deliver a 9-unit bolus, the alarm recurred. Technical support decided to replace both the pump and the original cartridge. The caller will use mdi as backup therapy to ensure continuous insulin delivery. They will receive a pump with updated software, and instructions were provided for placing the old pump into storage mode and returning it. Caller was informed to connect their cgm and program settings into the replacement pump, and they acknowledged all instructions provided by technical support, including the return procedures.